Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. The platform displayed a user advisory (ua) 02 (compression tracking error) error message instructing the crew to lift the lifeband, check the patient's alignment, and press the restart button. Despite following steps and pressing the start button, the device did not initiate compressions. No additional messages were displayed on the screen. The driveshaft position was checked and confirmed to be in the home position. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 02 (compression tracking error)," was confirmed based on the archive data review but was not confirmed during the initial functional testing. The (ua) 02 error message observed in the archive data log was related to the drive train motor having rusted/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion and will prevent the brake to open or close during activation. Based on the archive, the frequent daily checks were not performed by the customer. The lack of regular maintenance could degrade the mechanical components of the drivetrain, including brake seizure. During visual inspection, unrelated to the reported complaint, the front enclosure was observed with a crack in the front-end area, and the bottom enclosure had multiple cracks in the screw well area. The observed damages are characteristics of the harsh impact caused by user mishandling, such as a drop. The front and bottom enclosures need to be replaced to address the observed physical damages. In addition, observed the load plate cover was defective with a hole, affecting the watertight seal. The observed physical damage is unrelated to the reported complaint and is a result of user mishandling. The load plate cover needs to be replaced to address the observed physical damage. The archive data indicated (ua) 02 error message on and around the reported event date. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load, thus confirming the reported complaint. The (ua) 02 error message typically occurs if the load sensors do not see the expected increase in load during take-up. Upon further review of the archive data and unrelated to the reported complaint, a fault 16 (timeout moving to take-up position) message was observed. The root cause for fault 16 was due to seized drive train motor brake assembly. The autopulse platform failed initial functional testing due to fault 16 displayed upon powering on, unrelated to the reported complaint. During the investigation, the platform powered on without brake activation. Upon opening the bottom cover, observed rust/corrosion at the brake housing area of the drive train motor. The corrosion caused the motor's brake assembly to be seized, preventing the motor from rotating. The rust/corrosion was removed by cleaning it with ipa (isopropyl alcohol). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. The customer reported (ua) 02 error message observed in the archive was not reproduced during the functional testing, however, the (ua) 02 error message was likely related to the drive train motor having rusted/corrosion at the brake assembly area. A load cell characterization test confirmed that both cell modules function within the specification. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).